Event description:
It was reported that a revision surgery was required due to fractured abc ceramic insert.

Manufacturer narrative:
An event regarding fracture involving a alumina ceramic liner was reported. The event was confirmed. The device was not returned for evaluation. The x-rays confirm the presence of ceramic fracture debris in the hip joint and because ceramic head contour still appears intact, the x-rays indeed confirm the presence of most probably a ceramic insert fracture. With regard to the cause of fracture, this cannot really be established on the current x-rays. As such, root cause of failure remains somewhat obscure and cannot be determined with any reasonable certainty with information available.¿ a device history review not performed as a valid lot ID was not provided. A complaint history review not performed as a valid lot ID was not provided. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that a revision surgery was required due to fractured abc ceramic insert.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. It was noted that the doctor retained the explant for his own clinical research. Additional information has been requested and if received, will be provided in the supplemental report. Surgeon retained device.